Event description:
Bostons scientific was notified that during the procedure the tornado coil got stuck at the proximal section of the fastracker-18 infusion catheter. When the physician pushed the coil with a coil pusher, the shaft of the fastracker-18 infusion catheter broke. No complications were reported to have occurred with the pt during this event.